Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances of greater than 200 ohms. The coil to coil and ventricular triangle configurations measured shock impedances greater than 200 ohms. During the lead revision procedure, the right ventricular (rv) lead shock vector was programmed to the coil to the can. In this configuration the shock impedance measured approximately 90 ohms. The physician decided to explant and replace the lead. However the patient was occluded and could not be still. The replacement was rescheduled to be replaced with another manufacturer. The ICD remains in service. No further information is known. No additional adverse patient effects were reported.